Manufacturer narrative:
The unintended stimulation/new pain was reviewed for potential causes of the reported issue. Based on this review, changing the waa parameters, stimulation causing heat sensation and/or shock, the patient having another device implanted, the patient experiencing unintended stimulation in a new area that is not targeted for therapy, and migration have been ruled out as potential causes. However, the questionnaire shows the patient engaging in strenuous movement, which is a contributing cause for the occurrence. The clinical representative also disclosed the stimulator was implanted too close to the nerve causing the discomfort. The stimulator is used to treat pain. The cause of the discomfort is due to incorrect surgical technique and implanting the stimulator too close to the nerve (user error - clinician).

Event description:
The patient reported feeling like the stimulator was physically touching their nerve when moving a certain way. After programming sessions and physical therapy, the patient requested the stimulator be explanted. The device was explanted on (B)(6) 2021. No further issues have been reported.